Event description:
It was reported that the patient experienced inadequate tremor control therapy from their deep brain stimulation (dbs) lead. Attempts to reprogram were made, however were unsuccessful. It was noted that the lead had not migrated per the physicians assessment, however the cause for inadequate therapy is unknown. The patient underwent a procedure where the dbs lead was replaced with another of the same model. Physical analysis of the dbs lead was not performed as it was retained by the facility. The patient did well post-operatively and device has since been programmed and is delivering therapy with no additional issues.